Manufacturer narrative:
Findings: unit received with currents in spec. No vibrator alarm due to broken vibrator wire. Unit passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Minor scratched lcd window, cracked near display window corners, battery tube thread scratched, cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had a vibrate anomaly. Customer's blood glucose at time of incident was 105 mg/dl. The customer stated that the vibrate mechanism is not working. The customer was advised to install new energizer aaa alkaline battery. Customer was advised to perform a self-test. The customer stated that the vibrator did not vibrate during the vibrate test. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.